Event description:
It was reported that t:slim x2 pump battery would not charge and charging connection was unstable and not recognized, despite use of tandem charging cable and wall adapter and leaving pump connected to a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer tried a different charging cable, after which pump began charging normally, pump did not shut down or become unable to turn back on, and no further assistance was required.